Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: h6 (clinical code). H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased. Corrected: e4.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter alleges the released of metal from the prosthesis, resulted to a harmful health. Patient is seeking compensation for damages. Litigation alleges acetabular component loosening and pain during walking and elevated metal ions. The unknown sleeve was updated. Doi: (B)(6) 2009, dor: (B)(6) 2017, left hip.